Event description:
It was reported that, on an unknown date, that the inner shaft tip broke. It was reported that this event did not contribute to death or injury, whether the device was misused or not. The device did not malfunction during surgery while being used on a patient. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. Device is an instrument and is not an implant/explant. Additional eval: the item was received with a broken tip. The customer reported the inner shaft tip was broken. The repair technician reported top broken as the reason for repair. The cause of the issue is unknown. The inner shaft was replaced. This item was repaired, passed final inspection and returned to the customer on january 31, 2014. Service history review states that the item was received with a broken inner shaft tip. A service history of the past three years has been reviewed. No service history review can be performed. The item has not been in for service in the past three years. There is no information relevant to the current complained issue. The manufacture date of this item is august 4, 2006.

Manufacturer narrative:
Device used for treatment and not diagnosis. Device is an instrument and is not an implant/explant. Device has been received, and us currently in the evaluations process. Investigation is ongoing, no conclusion could be drawn. Placeholder.